Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated a false positive total beta human chorionic gonadotropin (access tbhcg) result for one patient. The result was reported out of the laboratory and was questioned by the physician. Repeat testing produced lower results within the normal reference range. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied. Qc had been recovering within the established ranges prior to and after the date of event. The customer had not performed a recent system check. The customer stated probe and duckbill maintenance was performed over the weekend. Service was onsite on (B)(4) 2011. The field service engineer (fse) replaced aspirate probes and tubing proactively. High sensitivity system check was performed and passed within the specifications. The fse verified repairs per established procedures. No definitive root cause was determined for this event.